Manufacturer narrative:
.

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) unit alarmed negative pressure is too low. There was no patient involvement.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit alarmed negative pressure is too low. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and it was found that the drive valve group was leaking and needed to be replaced. The fse installed a new drive valve group, tested the equipment according to the factory requirements, and all test items were qualified as passing. The unit function has been restored, and was returned to clinical use.